Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. A review of the complaint handling database found one similar incident from this lot. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an armada dilatation catheter was unable to hold pressure while treating an arterial-venous shunt in the patients arm. 3-4cm in length stenosis was being treated at the venous side. During inflation, liquid was noted leaking close to the hub where the black covering is, outside of the patients anatomy. At 10 atmospheres (atm) the pressure would drop to 8 atm; however, the device was able to hold pressure during the 2 minute inflation with ongoing regulation. 2 other dilatation catheters were used in replacement. There was no adverse patient effect or a clinically significant delay in procedure. There was no additional information provided regarding this device issue.